Manufacturer narrative:
(B)(4). Reason for reoperation: rupture.

Event description:
Patient's representative reported a patient experienced "rheumatic symptoms", "gastralgia and abnormal bowel movements", "weight loss and chronic asthenia" which are not device related events. "Rupture was diagnosed by MRI". Device has been explanted. This record relates to the right side.